Manufacturer narrative:
Conmed (B)(4) received (B)(4) "unopened" packages containing the goldline push button reusable pencils for evaluation. Visual examination of the returned packages found all (B)(4) packages with partial seal disruptions occurring in the final manufacturing seal. In these instances, there is evidence that part of the device was sealed within the sterile seal of the package. In that area adhesive transfer to the poly material showing that a full seal existed is missing due to the product obstructing the seal. The devices were transferred to packaging engineering for evaluation and testing. (B)(4) of the (B)(4) devices was confirmed that the seal failed the dye leak test on (B)(6) 2016. This lot was manufactured on (B)(6) 2015. A review of the device history record for this lot found no ncrs and no note of discrepancies during the manufacturing process. In these instances, preliminary investigation revealed that the most probable cause of the seal disruptions appeared to be related to a part of the device being within the sterile seal area during the final manufacturing sealing process. This entire lot was shipped to the distributor and there were only these (B)(4) units found with "insufficient heat seal" discovered by the distributor inspector, who performed 100% incoming inspection of all devices. Of these (B)(4) devices only (B)(4) was confirmed for a non-intact sterile barrier. In addition, of the lot containing (B)(4) units, there are no other similar complaints received. A (B)(6) year review of product history for this device family showed a total of (B)(4) complaints involving (B)(4) devices including this complaint regarding insufficient heat seals. During this same (B)(6) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. This investigation is still in progress. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, three (3) packages containing goldline push button reusable pencils were discovered with "insufficient heat seal". All three (3) of these returned devices exhibited partial seal disruptions in the sterile barrier seal. In all of these instances, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.